Manufacturer narrative:
The reported field event of backup mode caused by a magnetic resonance imaging (MRI) machine was confirmed in the lab. Internal device registers confirmed MRI mode was not activated at the time of the event and the device went into reset due to exposure to MRI. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.